Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). The customer tried to recalibrate the exhalation pressure transducer, but it would not accept the a/d count of 0cmh20. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that xdcr (transducer) fault occurred on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.